Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an automix 3+3/as compounder that had 5-10 ml of solution left in the tubing after compounding. The facility manually emptied the remaining solution into the final bag. This condition occurred during compounding in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported condition of "5-10 ml of solution left in the tubing after compounding" was confirmed and reproduced by quality engineering during device evaluation. The root cause of this condition was not determined, as baxter personnel found the fluid remaining in the tubing to be within specification. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.

Manufacturer narrative:
(B)(4). A device history record review was performed finding no deviations, nonconformances, failures, or rework that occurred during manufacturing. There were not any release / testing specifications that were not met during first pass testing that could be associated with the reported condition.